Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
A 75-year-old female with a history of cardiomyopathy underwent placement of an impella cp device on (B)(6) 2026 at 03:20 am via right femoral percutaneous arterial access for hemodynamic support. Prior to device placement, the patient had experienced multiple cardiac arrests and required mechanical ventilation along with maximal pharmacological support, including epinephrine, norepinephrine, and dobutamine. Following transfer to the ICU, the patient developed an systolic cardiac arrest and return of spontaneous circulation (rosc) was not achieved. The patient expired on impella support at 05:16 am on (B)(6) 2026. No device malfunction, failure, or complication was alleged by the clinical team, and the outcome was attributed to the patient¿s underlying critical condition rather than the impella device. The pump was not returned for evaluation. The death is conservatively being reported to the impella cp but is unlikely a contributing factor and is most likely is consistent with the severity of her underlying cardiomyopathy and repeated pre implant cardiac arrests.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.